Event description:
It was reported that the patient presented remotely. Review of transmission revealed that the right ventricular lead exhibited noise oversensing. Programming changes were performed. The patient was in stable condition.

Event description:
It was reported that the patient presented remotely. Review of transmission revealed that the right ventricular lead exhibited noise oversensing causing pacing inhibition. Programming changes were performed. The patient was in stable condition.

Manufacturer narrative:
Correction - section b5 - incorrect description of event. The noise oversensing had caused pacing inhibition.